Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. The customer had no symptoms. The customer was treated with pump. Customer's blood glucose value was 438 mg/dl at the time of the incident. Customer's current blood glucose value was 260 mg/dl. Customer's blood glucose value was reported as 325 mg/dl, 288 mg/dl, and 314 mg/dl and the customer was treated with bolus and at least 25u of insulin each bg testing. Troubleshooting was performed. Customer report customer does not allege pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. Customer reports insulin exited. The customer was explained about the 2 high blood glucose rule. It was reported that customer does not allege pump was under delivering. The product was not returned for analysis.